Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery does not hold the charge. There was reportedly no patient involvement.

Manufacturer narrative:
.